Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during ileostomy, the device did not deploy full staple line. The surgeon need to fire a new stapler. No harm to the patient.